Manufacturer narrative:
Evaluation method. The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
The patient's bruising was confirmed. The patient reported the shoulder strap got caught on a chair causing her to trip and hit her ribs on a table. Patient reported significant bruising on her left side. There is no alleged device malfunction. The patient did not seek medical intervention. Follow-up attempts were unsuccessful. Medical outcome of the bruising is unknown.